Manufacturer narrative:
It was originally reported that the scale was inaccurate and the bed exit would not alarm at the bed due to load cell malfunction and high/lo motor malfunction. It was also reported that the bed would drift due to hi/lo motor malfunction. It was further reported that a patient allegedly fell from bed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. Upon evaluation and investigation it was determined that allegedly the bed exit failed to alarm when a patient left the bed when bed exit was allegedly set. It was reported by the customer that the patient allegedly fell and broke their hip after exiting the bed. Patient involvement and averse consequences reported. A full visual and functional inspection was performed on the unit. The bed was found to be working to specification as it had been reported by the customer that they had repaired the bed by replacing the beds load cells. Upon evaluation by stryker service technician there were no defects found with the unit and unit was working to specification.

Event description:
It was reported via repair work order that the scale was inaccurate and the bed exit would not alarm at the bed due to load cell malfunction and high/lo motor malfunction. It was also reported that the bed would drift due to hi/lo motor malfunction. It was further reported that a patient allegedly fell from bed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate and the bed exit would not alarm at the bed due to load cell malfunction and high/lo motor malfunction. It was also reported that the bed would drift due to hi/lo motor malfunction. It was further reported that a patient allegedly fell from bed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.